Event description:
It was further reported that the lesion was severely calcified. There was no resistance encountered. The physician felt that the event was caused due to the balloon of the device had ruptured and the rewrap of the balloon was not good. It is unknown when the shaft detachment occurred, however, the device was removed without any issues.

Event description:
It was further reported that the lesion was severely calcified. There was no resistance encountered. The physician felt that the event was caused due to the balloon of the device had ruptured and the rewrap of the balloon was not good. It is unknown when the shaft detachment occurred, however, the device was removed without any issues.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the tip was damaged. There was a complete circumferential tear of the balloon 18mm from the proximal balloon bond. The inner shaft was detached 2.5cm from the proximal balloon bond and 2.5cm from the tip. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure for instent restenosis, a balloon rupture and detachment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed lesion was located in the moderately tortuous common iliac artery. A non bsc guide wire crossed the lesion. The sterling otw 8.0 x 40/80 (4f) balloon was inserted to the left and a non bsc balloon was inserted to the right artery. A plain old balloon angioplasty was performed with this sterling balloon. On the first inflation the balloon was inflated to eight atmospheres and on the second inflation the balloon was inflated to fourteen atmospheres and ruptured. Once the balloon had ruptured, the physician attempted to retrieve the device into the sheath. During withdrawal, severe resistance was encountered and the balloon detached from the device. A non bsc guide catheter was inserted contralaterally and the detached balloon was snared out of the patient and the procedure was completed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).